Event description:
MFR received a report of a maunal wheelchair basket collapsing as a result of a 40 lb. Load being placed in the basket. This allegedly resulted in the user requiring surgery. Evaluation of the device by the MFR has not been permitted.